Event description:
The advocate called for help with the customer's new meter. He tested his blood glucose using the customer's new meter and received a reading of 280 mg/dl. He retested using an old contour meter and received a result of 117 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.